Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ostomy surgery, while creating the mouth colon, the nail can be closed, but after pressing the grip, it could not be fired. After repeated attempts, the nails were removed and reinstalled, and the nail could not be fired. They then used another device to resolve the issue in order to complete the case. There was no patient injury.